Manufacturer narrative:
(B)(4). The assignable cause was faulty phm (pumphead module). The phm has been replaced.

Event description:
During product evaluation at baxter, in the event history review, it was discovered that failure code 810:11 occurred twice on (B)(6) 2010 during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).